Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device was not available for return and the calcification could not be confirmed. In this case it was reported that the calcification was not unexpected given the patients younger age at implant and chemotherapy. There was no alleged device malfunction. Therefore, the root cause for the calcification was likely due to patient related factors and the progression of the underlying valvular disease pathology. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 29mm pericardial aortic valve, underwent surgery for a valve-in-valve (viv) procedure after an implant duration of approximately 6 years and 9 months due to calcification. The patient was 55 years old at the time of the implant and it was receiving chemotherapy that did not work well with the warfarin. As per surgeon´s opinion, the failure of this valve could be due to the patient received chemo since the implant and patient's young age at implant. An edwards transcatheter heart valve was implanted within the surgical edward valve. The patient was reported to be now healed.

Manufacturer narrative:
Reference CAPA-20-00141.